Event description:
It was reported that during procedure, the enterprise2 4 mm x 23 mm (encr402312/7682991) stent was impeded in the prowler select plus microcatheter and could not pass through the microcatheter. The doctor only retracted the stent alone and switched a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information states that the event did not result in any undue procedural delay that could be considered clinically significant. The device did not appear to be damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Nothing was noted to be obstructing the microcatheter. Based on the product analysis of the device received, the delivery wire separated.

Manufacturer narrative:
Manufacturer ref #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The delivery wire was separated. The findings meet us FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4 mm x 23 mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the distal end of the delivery wire was broken next to the retracting bump. A microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). High amounts of dried saline solution were noted on the stent. The broken condition of the delivery wire suggested that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break and disengage the stent inside the introducer. Therefore, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7682991. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.